Manufacturer narrative:
Unit received with currents in spec. No unexpected failed batt test,battery out limit. No button error alarm. Intermittent button responsedue to moisture damage keypad trace.scratched lcd window, crackeddisplay window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.